Manufacturer narrative:
The insulin pump passed the displacement, reset error test, basic occlusion test, occlusion, excessive no delivery alarm, and prime test. The motor passed the motor test. No motor error alarm was noted. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 222 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.